Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation due to dislodgement and physical damage on the electrode end. The damage occurred while the physician pulled the lead during slitting. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the intact lead found that the helix mechanism was extended and dried blood and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The visual inspection showed a deformed and bent helix this type of damage is consistent with induced damage during normal use of the product. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation due to dislodgement and physical damage on the electrode end. The damage occurred while the physician pulled the lead during the slitting of the implant catheter. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned. The device was later received for analysis.